Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2023 and more lead fragments were removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's lead revision the lead broke and the remaining portions of the lead are still implanted in the patient. The investigation did not determine which lead caused this issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn20450-50a, UDI: (B)(4), serial: (B)(4).